Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient passed away. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from a healthcare professional but no additional information was available.